Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The customer had a low blood glucose of 58 mg/dl the night before the event, and a high blood glucose of 374 mg/dl in the morning and gave a correction. The customer went to work and felt bad, changed the site and checked the blood glucose, which had gone up to 600 mg/dl. The customer took a bolus of 20 units and one hour later the blood glucose was still over 600 mg/dl. The customer went to the hospital and was taken off of the sensor and insulin pump. The blood glucose reading at the hospital was 783 mg/dl. The customer was treated with an intravenous drip and manual injections. The customer reported that the insulin pump worked fine since the incident and declined troubleshooting.